Event description:
The customer reported that the 3-lead ECG cable would not generate a leads ECG waveform. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.